Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the pacing impedance was out-of-range and there was a decrease in sensing on the atrial lead. No further intervention was performed at the time, and the patient is stable with no adverse consequences.

Event description:
Noise and out-of-range pacing impedance was noted on the atrial lead. During the elective device replacement, the physician disconnected the lead and checked for any lead damage. The physician believes the lead was bend near the pocket, but the physician decided to reconnect the lead to the new device. The patient is stable with no adverse consequences.